Manufacturer narrative:
It was reported that the equipment boom's monitor arm had allegedly broken. Upon further investigation by a stryker field service technician, it was determined that the shape arm broke at the joint between the arm and the arm's monitor mount. As this was found outside of use by the account's biomedical engineer, there was no reported patient involvement or adverse consequences related to this complaint. The shape arm has not been investigated by stryker quality engineers as it has not been returned. A supplemental filing will be filed if and when the shape arm is returned and an investigation by stryker quality engineers can be completed.

Event description:
It was reported that the equipment boom's monitor arm had allegedly broken. There was no reported patient involvement or adverse consequences related to this complaint.

Manufacturer narrative:
It was reported that the equipment boom's monitor arm had allegedly broken. Upon further investigation by a stryker field service technician, it was determined that the shape arm broke at the joint between the arm and the arm's monitor mount. After completion of the service call, the account disposed of the shape arm, so the item was unable to be sent back to stryker communications for further investigation. A stryker quality engineer reviewed the photos and information from the stryker field service technician's investigation. Although the root cause of this issue is unknown, given the evidence of corrosion found in the investigation photos, the most likely root cause of the breakage would be improper cleaning techniques by the hospital staff. As this was found outside of use by the account's biomedical engineer, there was no reported patient involvement or adverse consequences related to this complaint.

Event description:
It was reported that the equipment boom's monitor arm had allegedly broken. There was no reported patient involvement or adverse consequences related to this complaint.